Event description:
The patient's generator was replaced as the patient was reportedly not receiving adequate therapy from the device and experienced an increase in seizure activity. The increase was believed to be due to the generator nearing end of service. The explanted generator was sent to the manufacturer for product analysis. Product analysis has been completed on the generator and the generator was found to be not at end of service. The generator was operating within designed limits and there were no performance or any other type of adverse conditions found. No anomalies were identified with the device. Good faith attempts to obtain additional information regarding the increase in seizures have been unsuccessful to date.